Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ catheter and while the device was in the patient's body it would no longer contract. The contraction mechanism broke as physician was removing the catheter. The physician said he felt the mechanism break has he removed it. He said he felt a ¿pop¿ on the catheter. He was using a medium curl agilis sheath. The medical team continued through the case with the issue as they only had 1 more lesion to go. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and contraction evaluation of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Contraction testing was performed, and the contraction mechanism was not stuck, the loop was found relaxed, and it wasn't possible to make the loop smaller or bigger. Due to this issue, device handle was dissected and the wire was found broken inside the handle. A manufacturing record evaluation was performed for the finished device number lot 31683429l and no internal actions related to the complaint were found during the review. Although the contraction mechanism was not stuck, the issue reported by the customer was confirmed since the contraction mechanism was not working properly. The root cause for the broken contraction puller wire is traced to manufacturing process. The instructions for use (IFU) contain the following information: use the rocker lever to deflect the catheter tip. When the lever is turned out of the neutral position, the tip deflects in the same direction as the lever. The amount of deflection is relative to the amount of lever rotation. To straighten the tip, return the rocker lever to neutral position. Verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. This product issue will be addressed through the quality system. Internal actions were opened to investigate and improve the process for reducing this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).